Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin drips were observed coming from the tubing or from the cartridge. There was no reported adverse impact to customer's blood glucose level. Reportedly a supply change was performed to resolve the issue.